Manufacturer narrative:
(B)(4). The clip detaches from the artery causing bleeding that was controlled quickly using prolene suture.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a myocardial revascularization heart surgery at dissection of the mammary artery procedure, the device is misaligned, forming cross clip, detaching of the artery and resulting in bleeding. It was repaired with suture. There were no adverse consequences for the patient.